Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacture investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported gi bleed could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented in clinic after complaints of feeling increasingly short of breath and lightheaded over the prior 2 weeks. The patient reported having dark stools on and off for the prior 2 to 3 weeks. The patient's hemoglobin (hgb) was found to be 6.6 g/dl in clinic and she was admitted for an anemia workup and management. The patient was transfused with one unit of packed red blood cells after admission and a gastroenterology consult was requested. Hgb increased to 8.3 g/dl post transfusion. Additional information has been requested but not received.

Manufacturer narrative:
The patient initials were inadvertently left out. The manufacturer is closing its file on this event.